Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "material sensitivity reactions." And number 14, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-02404 / 02406). The report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty on (B)(6) 2009. A subsequent revision was performed (B)(6) 2012 due to patient allegations of pain, discomfort, increased metal ion levels and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty on (B)(6) 2009. A subsequent revision was performed (B)(6) 2012 due to patient allegations of pain, discomfort, increased metal ion levels and metallosis. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to acetabular cup loosening and alval lesion. The operative notes confirm that the acetabular cup and head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-02404 / 02406).